Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comments regarding the output connector and missing nut. The atrial output connector was noted to have pushed inside of the device. Upper case was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector on an external pulse generator (epg) had pushed into itself. It was also reported a nut was missing. The device has been returned for servicing. There was no patient involvement.